Manufacturer narrative:
Approximate age of device ¿ 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that pump stoppages were observed with percutaneous lead (driveline) manipulation. Patient was asymptomatic. Technical services reviewed the submitted log files, and pump stoppages (or pump decelerations) were confirmed. Submitted x-rays were unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.

Manufacturer narrative:
Additional information: manufacturer¿s investigation conclusion the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the pump stoppage events captured in the submitted log files. A distal-end driveline replacement was performed on 09jul2018 and approximately 13 inches of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline was performed and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this test, even with manipulation of the driveline. The pins of the metal connector were free from deformation. The silicone jacket had been removed prior to the driveline¿s returned for evaluation; however, the controller connector bend relief showed no signs of damage and was properly secured to the metal connector. Approximately 8 inches of the clear bionate cover was present. The bionate showed no signs of discoloration or damage. Approximately 8 inches of the metal braided shield was present. No areas of breakdown were observed. The bionate cover and metal braided shield were carefully removed to evaluate the underlying wires. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further events have been reported at this time. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.